Manufacturer narrative:
Device remains implanted.

Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body and iliac limb stent grafts were deployed as planned. The final angiogram showed a type ia endoleak which did not resolve with ballooning. Pre-case CT imaging indicated significant thrombus in the aortic seal zone; however, it is unknown whether this contributed to the unresolved endoleak. The patient has a history of renal insufficiency; therefore, the physician elected to monitor the patient and perform a follow-up CT when the patient can tolerate the imaging. As of the date of this report, there have been no additional sequelae reported.